Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. Patient age or date of birth was on an unknown year on (B)(6). The patient¿s weight was reported as (B)(6), unit not specified. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. The patient was treated with unspecified medication (dose, route and frequency not reported) for the event. At the time of this report, it was unknown if the patient had recovered from the event. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 3 of 3 involved in this event.